Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing, the ventilator generated an error which rendered the unit inoperable. There was no patient connected to the device.

Manufacturer narrative:
(B)(4). The device was evaluated. The breath delivery unit (bdu) printed circuit board (pcb) was replaced. The ventilator was returned to service. The bdu pcb was returned to the manufacturing site for further investigation and the alleged condition was not duplicated.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.